Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 596 mg/dl. The customer stated that the settings may have been slightly changed a month prior to the call. The customer stated that the target range on their settings were different from what the doctor prescribed them. The customer removed the set and found a bent cannula. The customer did not have a tubing clamp to finish trouble shooting. A tubing clamp was sent out to the customer. The customer did not return the product back for analysis.